Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that during use with bd insyte-n¿ autoguard¿ shielded IV catheter death of an infant occurred after antibiotic injection, there was no report of any malfunction of the device. 1 of 2 "potentially used" insyte¿ catheter reports. The following information was provided by the initial reporter, translated from french to english: death of an infant a few minutes after venous injection of antibiotics (amoxiciline and gentamicin). No explanation to date. Statement concerning 3 models of venous catheter potentially in use. This is associated with another statement concerning the syringe pump, syringe, tubing and non-return valve used in parallel. Current patient status : death actions taken in the care facility to manage the patient: judicial investigation, autopsy

Event description:
It was reported that during use with bd insyte-n¿ autoguard¿ shielded IV catheter death of an infant occurred after antibiotic injection, there was no report of any malfunction of the device. 1 of 2 "potentially used" insyte¿ catheter reports. The following information was provided by the initial reporter, translated from french to english: death of an infant a few minutes after venous injection of antibiotics ("amoxicillin" and gentamicin). No explanation to date. Statement concerning 3 models of venous catheter potentially in use. This is associated with another statement concerning the syringe pump, syringe, tubing and non-return valve used in parallel. Current patient status : death. Actions taken in the care facility to manage the patient: judicial investigation, autopsy.

Manufacturer narrative:
The customer stated that our products were ¿potentially in use¿ when this event occurred. Out of an abundance of caution, we will submit mdrs to cover for the products that were potentially involved. We do not suspect that our product caused or contributed to the death medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.